Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic area pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included pregnancy and nausea. Concurrent conditions included nausea, vomiting, flank pain, cramp in lower abdomen, depression and cesarean section. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder and endometriosis outcome was unknown. The reporter considered endometriosis, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure interstation date as per medical record was (B)(6) 2010. Most recent follow-up information incorporated above includes: on 3-apr-2018: reporters added and updated patient demographics. Historical drug, concomitant disease were added. Updated suspect drug inaction. Added events abnormal bleeding (general), endometriosis, did you undergo an essure confirmation test. Updated event and seriousness of event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic area pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included pregnancy and nausea. Concurrent conditions included nausea, vomiting, flank pain, cramp in lower abdomen, depression, cesarean section, pelvic adhesions and urinary tract infection. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, endometriosis, depression, anxiety, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure interstation date as per medical record was (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic endometriosis and pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. New events added- depression and mental anguish, dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.